Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿, although a specific value was not given. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through updating the carb ratio and correction factor to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.